Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported that stimulation wasn't working anymore. The patient started not feeling stimulation at initial settings: right leg 4.5 volts and left leg 1.5 volts. The patient increased to 7.5 volts and 5.8 volts and he still wasn't feeling stimulation, but then suddenly stimulation would be too strong. The patient decreased the settings and stimulation was on at 0.8 volts at the time of the call to patient services on (B)(6) 2016. It was noted that stimulation was for the patient's feet at night and because the patient decreased stimulation last night his feet started to hurt. There were no traumas/falls reported that could be related to the event. The event was noted to be related to positional movement as the patient noticed that when he was walking he experienced changes in the intensity of stimulation specifically that it would surge. The patient was to follow-up with a healthcare provider and had his post-surgical follow-up appointment scheduled for (B)(6) 2016. It was noted that the patient was told that a manufacturer representative would be at the appointment. It was also noted that the location of the symptoms reported was in the legs and feet. The change in therapy was reported to have been sudden. The event occurred during use and began on (B)(6) 2016. It was noted that the patient programmer showed that the ins battery was down to a quarter full.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.